Manufacturer narrative:
The returned device was patent. Cracks were observed on the most distal female luerlock connector of the second stopcock of the double stopcock. It is unknown how or when the damage occurred. The device did not meet requirements for leakage test due to the cracks. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the exacta was found to be leaking when it was being primed and set up.